Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was beeping without reason. The customer also reported that they called the ambulance for low blood glucose of 20 mg/dl. The customer stated that they had problem with using the insulin pump. The customer was reeducated with the insulin pump at the time of call. The insulin pump will not be returned for analysis.